Event description:
Device malfunction: improper filter placement. Symptoms/ae: foreign body removal. Time of symptoms/ae: during the procedure. It was reported that an incorrect guidewire was used to place the emboshield embolic protection device (epd) during an uneventful angioplasty of a restenosed tortuous carotid artery stent. After balloon dilatation with an unspecified dilatation catheter, the epd retrieval catheter was positioned. The guide wire and emboshield were attempted to be pulled into the retrieval catheter; the epd remained in place. The physician attempted to use a second guide wire and a balloon catheter advance distal to the epd and advanced the retrieval catheter to recover the epd unsuccessfully. The physician ultimately retrieved the epd by using a neuron micro catheter snare. There was no reported adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided, therefore, a device history record review could not be performed. The emboshield is 100% visually inspected, and this did not appear to be a device quality issue. Investigation determined a use error was the root cause of the difficult to remove epd and epd remaining in place in the artery. The emboshield instructions for use and device packaging state, "the emboshield device can only be used with the rx barewire. Use of the device with any guidewire other than the rx barewire may lead to loss of the filtration element during the procedure."